Manufacturer narrative:
Investigation revealed that there was no system malfunction. Through review of the case logs, it was revealed that the software detected and alerted the user of excessive force present on the load cell during bone work. This excessive force present on the load cell is likely the result of instrument skiving that was detected while a tool is inserted into the end effector. Review of the plan implants shows that the l4-l implant was planned on a highly angled surface of bone which may cause the instrument to skive depending on the technique of the user. Skiving can lead to the misplacement of screws. The description provided of the event revealed that it was only the l4-l implant that was misplaced. A single misplaced implant often corresponds to skiving, as the registration remains intact for the remaining implants to be placed to plan. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.